Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The display connector board was replaced.

Event description:
The hospital reported that, during a case, the unit switched to alt o2 mode. There was no reported patient injury.